Event description:
Customer stated they had their facilities dept on site to fix a leak in the plumbing. There was an explosion as they were changing the pipes. The person changing the pipes got hurt and had to be attended by a specialists.

Manufacturer narrative:
Customer stated that they are currently using the sink to drain the waste coming from the acl instrument and other hematology analyzers (act 5 diff and hmx). Once a week, they drain the waste from the acl waste container into the sink and, follow by flushing copious amount of water (open the water for at least 15 minutes). According to the (B)(6) msds, the waste solutions should be separated from acids and heavy metals because of risk for explosion. The kit hazard classification (excerpt): "do not empty into drains". Special requirements: keep away from acids (sodium azide reacts strongly) and away from contamination with heavy metals. Sodium azide has been reported to form lead or copper azide in laboratory plumbing which may explode on percussions. Do not empty into drains. Our distributor, beckman coulter, states that they are in receipt of the signed customer corrective action response from relating to sodium azide and the acl coagulation analyzers. Based on the review and good laboratory practice, the product labeling is correct, with no remedial action required.